Event description:
It was reported the device displayed 1660 error code and needs battery change. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the device labels and tamper seals were all intact upon receipt. Error codes were unable to be downloaded from the ehl (event history log). The customer reported problem was duplicated during the investigation. The root cause of the reported problem could not be determined. Replaced the microprocessor unit board and the clock battery. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: corrections in b5: describe event or problem: updated, d4: catalog number, d4: model number, d5 and e4 are unknown, no information was received.

Event description:
Additional information was received by the manufacturer on 19-may-2022 via email and attached to the complaint object. Event occurred during calibration, no patient involvement.